Event description:
Consumer alleged that when she applied the product, she developed second degree burns, contact dermatitis, swelling, pain and redness on external vaginal area. She was treated by her physician with a&d ointment and sitz baths. Symptoms have not abated. No further information was given. This closes this report unless additional significant information is received.

Manufacturer narrative:
This event was re-assessed by the medical reviewer and determined to be a reportable event.